Event description:
Equipment worked well at beginning of shift. Around 10 am it would not start cycle so it was reset by turning off and on. When it was used a short time later it would not start again so it was unplugged for a brief time. When it still would not start the fuses were checked. It was turned off and on several more times but would not start. It was left plugged in with the lid closed. About 11:30 rptr smelled smoke and saw that it was coming from the cell washer. Unplugged equipment and called for fire crew.